Manufacturer narrative:
The reported q-fix reusable curved drillguide device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established based on our visual evaluation. From the information provided, ¿the distal tip of the guide on the acetabulum was loose. The curved fix guide was pull out of the cannula and the distal tip fell off the inserter.¿ the visual inspection shows the device with a broken tip. Functional test cannot be performed in the condition returned. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. Deterioration of the device due to wear or handling. Excessive force and mishandling can result in failure. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on this instrument. Do not use if the instrument is damaged or if the instrument is not fully functional. Repeated processing of instruments has minimal effect on product lifetime and function. Visible deterioration such as corrosion or damage resulting from wear and tear or handling is cause for retirement of the instrument from further use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the distal tip of the guide on the acetabulum was loose. The curved fix guide was pull out of the cannula and the distal tip fell off the inserter. The distal tip was retrieved out of the cannula with no issue.